Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported to the emergency room (ER) with shock-like feelings. The device was interrogated, which revealed non-capture, and no sensing on the rv lead, and the patient was exhibiting signs of stimulation based on rv pacing. It was noted that when the device was programmed to aai, the patient's symptoms stopped, thus it was noted that the issue was related ventricular pacing. The patient was scheduled for a lead revision. No adverse patient effects were reported. Additional information was provided that the lead was repositioned without incident later that same day. An echocardiogram was also performed prior to the procedure and no effusion was noted. It was noted that the patient was checked the following day and all tests were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient with this lead expired for unspecified reasons. The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was found to be severed and only 127 mm of the proximal segment was returned. With manipulation, the lead was found to be electrically continuous.